Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the assembly stapler 45 instrument involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed but not replicated. Visual inspection was performed and no damage was observed. No loose or lodged staples observed. Based on log review, the instrument was found to have 1 firing failure/general failure, which confirmed the customer reported complaint. However, the firing failure was not replicated during the in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamp successfully. The instrument was fired with a green 45 reload. No malformed staples or incomplete firing were observed during in-house testing. No additional logs are available at this time for review and for partial fire details. Root cause of this failure is not determinable. The reload was not returned with the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2021 and it had 42 lives remaining. Based on the information provided at this time, this complaint is being reported because an assembly stapler 45 instrument had firing issues and the staples did not deploy. While there was no harm or injury to the patient, as the pushers not deploying is a component failure that could cause or contribute to an adverse event if it were to recur regardless of root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the assembly stapler 45 instrument was misfired and became stuck in the handle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.